Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 describe event or problem with new information obtained.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation exhibited air ingress and a leak. During the procedure, a non-boston scientific mapping catheter was inserted to obtain a pre-mapping. During air aspiration while the non-boston scientific mapping catheter was inserted, microbubbles were observed being drawn into the syringe. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that no liquid leak or blood leak was noted. During mapping catheter insertion, when air was aspirated, microbubbles were drawn into the syringe. No abnormalities were reported during preparation of the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation exhibited air ingress and a leak. During the procedure, a non-boston scientific mapping catheter was inserted to obtain a pre-mapping. During air aspiration while the non-boston scientific mapping catheter was inserted, microbubbles were observed being drawn into the syringe. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.